Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis noted the tip of the electrode was distorted. However, primary analysis finding noted no anomalies, lead functionally normal.

Event description:
It was reported the left ventricle lead was attempted but not used as it was unable to "get past second bend in distal vessel." Consequently, this device was not implanted. No patient complications have been reported as a result of this event.